Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. No additional adverse patient effects were reported. This rv lead remains capped. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).